Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 50 mg/dl. The patient passed out on the couch. When the patient woke up, they treated themselves with food. The pod was worn longer than 48 hours on infusion site. No further details to report.